Manufacturer narrative:
Reported event: an event regarding cup placement discrepancy involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method and results: device history review: a review of the DHR associated with rio (B)(4) found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding cup placement discrepancy. There were 12 other reported events (B)(4). Conclusion: the session data from the case was reviewed. An analysis of the acetabular registration and workflow was completed. Based on this analysis, the acetabulum points captured on the inferior, posterior rim were deep and could potentially add small rotational error. In addition, the deletion of femoral landmarks was appropriate based on the steps taken during the procedure. The data at this time shows all system verification values were within tolerance; the mako operated as expected. No system defect or malfunction is suspected.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). Tha was going well but after registration, reaming and impacting the surgeon did not like the orientation of the cut as in it was too proud. He pulled cup out and reamed manually (I recommended to use robot). We brought robotic arm back in and impacted cup to depth. Went to page with reduction results and the femoral landmarks had been erased by the system. Delayed for: 10 min.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). Tha was going well but after registration, reaming and impacting the surgeon did not like the orientation of the cut as in it was too proud. He pulled cup out and reamed manually( I recommended to use robot). We brought robotic arm back in and impacted cup to depth. Went to page with reduction results and the femoral landmarks had been erased by the system. Delayed for: 10 min.